Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). 120 ivl pulses were successfully delivered, following the placement of a drug-eluting stent (des); a perforation occurred post-deployment of the des stent. A covered stent was placed to treat the perforation, and the patient was subsequently taken to bypass surgery at another facility. The latest report indicates the patient is recovering from cardiac surgery and there have been no additional patient sequelae reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. It was reported that the perforation occurred post-deployment of the drug-eluting stent which may have contributed to the event, however, the cause of the perforation could not be definitively determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.